Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. The root cause for this failure can be attributed to a damaged connector. The following repair activities were conducted: socket connection between the ID and rf boards secured with silicone sealant. Damaged connector replaced. Missing material renewed. Functional test performed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Unit cleaned . One hr.- output power test completed. Unit calibrated newly. By built-in-test (bite) indicated fault codes analysed. Safety test checklist. Details can be found in the service report. Further, a review into the depuy mitek complaints system revealed complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(4) that during pre-surgery, it was observed that the electrodes seem to shortage and make lots of sparks when activated. This happens even after replacing a few electrodes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.